Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose level of 589 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the ER 6 hours later with no permanent damage. Tandem technical support (cts) performed a pump system check and determined the cartridge and insulin had been in use past labeling. Cts educated the customer on cartridge and insulin labeling. The pump was determined to function as intended.